Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that there was an error code 64. While using the system in a surgery, error code 64 appeared and system had to be restarted. The first time the error occurred, the site connected the system and during startup the error appeared. An hour and a half after surgery started, it happened again during navigation. There was less than an hour delay to the case. There was no reported impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version: 1.3.2, ubd: , UDI#: h3: a medtronic representative went to the site to test the equipment. Testing revealed that no failures were found. The navigation system then passed the system checkout and was found to be fully functional. A software analysis was initiated to determine the probable cause of the issue through log analysis. The logs captures a segfault on the date of the issue. The program terminated in the registration task. Analysis found that the reported event was related to a software issue. This issue is consistent with the following known software issue. H6: fdm b01, fdr c19, fdc d14 are applicable to the system checkout. Fdm b01, fdr c10, and fdc d18 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.